Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the conductor wire of the maryland bipolar forceps was found to be damaged. The procedure was being completed as planned with a backup instrument. There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.